Manufacturer narrative:
(B)(4). Device analysis: the analysis results confirmed that the lx107 device was returned nonfunctional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. It is possible that the damaged was due to an improper handling of the device. Please note that as stated in the IFU: "all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.  The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the device fire a clip? No. Since the jaws were misaligned, the clip was malformed. Did the clip fall out of the jaws of the device? No. Was the clip placed on the tissue and fell off? No. Was the clip malformed? Yes.

Event description:
Jaws of ligaclip applier are misaligned and hence unable to ligate successfully. There were no patient consequences.